Event description:
It was reported that during an implant attempt, the impedance on the lead was high. The physician repositioned the lead five different times and the impedance was still high. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.